Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 46 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 2:46:31 am to 3:36:44 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 2:46:31 am. A tubing fill of size 4.6 units was observed on (B)(6) 2019 at 7:45:00 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, from 7:25:45 pm to 11:12:46 pm, the user made four (4) bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction: h4